Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke during the procedure, the broke part did not fall into the patient. Changed another one to complete the procedure. There were no patient consequences.